Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has an infection at the ipg site. Follow up examination was done by the physician and it was noted the site is improving. The patient continues to be treated with antibiotics.

Event description:
Follow up information identified the infection has cleared.